Event description:
Reporter alleged obtaining the results of 50 mg/dl and 135 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he had taken his medication for diabetes, documented as 1000 mg of metformin, about an hour prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The pt had two implantable neurostimulators (ins's); one in the left upper buttock, the other in the right upper buttock. The pt was charging more than expected; about one time per week. The pt was also having coupling/communication issues during recharging. The pt had to sit for hours in one spot, in one position in her house to recharge. This spot was at the edge of her bed. With the left ins she could get an average of 8 coupling bars, but on the right ins she usually got 2-4 coupling bars. The right ins was the one that she needed the most for her pain. The pt tried adjusting the antenna dial but it didn't seem to help. The pt thought that one of the ins's seemed flatter after a couple falls she had ; the falls were "really bad/hard". Additional info has been requested. A follow-up report will be sent if additional info becomes available. See also MFR's report # 3004209178-2010-09989.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.